Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the disposable head assembly was not seated properly into the drive unit of the stockert centrifugal pump system which caused the pump head to overheat during a procedure. There was no report of patient injury.